Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
It was reported that the reporter had very limited history at the time of the report but was scheduled to assist with a possible pump replacement and catheter revision. It was noted the device system was used to deliver saline. It was later reported that the patient was receiving saline via the device system at the time they were brought to the operating room. A hole in the catheter was found close to the pump. It was repaired and the new pump was filled with lioresal. It was further reported when the device manufacturer representative saw the patient in the or (operative room) she was getting saline ¿so had no benefit from itb (intrathecal baclofen)¿. The patient was reportedly doing better now and nothing was to be returned to the device manufacturer.